Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: g7 dual mobility liner 44mm f, catalog#: 110024464, lot#: 994880; g7 osseoti multihole 54mm f, catalog#: 110010265, lot#: 6039892; g7 screw 6.5mm x 20mm, catalog#: 010000997, lot#: 6117918; g7 screw 6.5mm x 30mm, catalog#: 010000999, lot#: 3801684; g7 screw 6.5mm x 20mm, catalog#: 010000997, lot#: 6120435; g7 screw 6.5mm x 30mm, catalog#: 010000999, lot#: 6115307; 28mm mod hd std neck tp1 taper, catalog#: 163662, lot#: 177940; mlry-hd por fmrl 9x150mm, catalog#: 11-104109, lot#: 231220. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient dislocated her left hip in post-operating room due to unknown reason (same side as revision). Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11200.

Event description:
It was reported that the patient's left hip was revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable.